Event description:
Patient called stating the ventilator shut down last night (9/26/05) @ 3am and they had to put back up vent on patient. Spoke with parent who stated that vent had shut down with no alarm. Prior to shut down other than low pressure x3. Parent had changed circuit after repeated low pressure alarms. Was in use with humidifier and liquid o2 source at time. Vent running on ac power. There is no allegation of patient harm. The mother orginally believed the patient had hypoxia due to an o2 sat drop. Patient is doing well.